Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an alliance inflation syringe was used during a dilatation procedure of a stricture in the esophagus and epipharynx performed on (B)(6) 2011. According to the complainant, during the procedure, when inflating the balloon the needle of the gauge was stuck and did not move at all. The account deflated the balloon and performed inflation again and the needle was still stuck and did not move at all. It was confirmed the gauge was reading inaccurately. No issues were noted to the syringe prior to the procedure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.